Event description:
It was reported by the affiliate that during a breast biopsy the device showed an error code l3-006 and l3-021. The procedure took more than four hours. It was not possible to get a whole specimen. It was necessary to remove the whole needle to get two small specimens which did not include the needed micro calcification for sure. The pre-diagnoses of the area was highly suspect. No further information is available now.